Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was received concerning five (5) cook instinct endoscopic hemoclips. The physician has used these clips for a while, including during training in the USA. The physician noticed recently that on four (4) or five (5) occasions, the hook on the wire at the end of the delivery catheter had appeared to fall off in the patient. The physician was not concerned and believed this would pass [naturally] from the patient without causing harm. No action was taken. The patients have not needed any follow up. See mdrs 1037905-2015-00359, 1037905-2015-00360, 1037905-2015-00361, and 1037905-2015-00363.